Manufacturer narrative:
Zoll medical corp has not received the device for evalution and this complaint is still under investigation.

Event description:
Complainant alleged, the device displayed a "defib fault 77" message. Complainant indicated that there was no pt involvement in the reported malfunction.